Manufacturer narrative:
(B)(4). An analysis of the returned device did not confirm the reported device issue. The starclose se device was returned fully clip deployed. The distal end of the delivery tube was found damaged. The cause for the damaged delivery tube could not be determined. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation and the return of the device may have assisted the investigation of the reported event. The clip not deploying and remaining in the device as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical condition. As part of the manufacturing process all devices are inspected and verified for proper loading of clip onto carrier tube. A sample of finished devices is taken from each lot and verified for ability to functionally deploy. The starclose se instructions for use states: while stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. Support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. The clip not deploying (misfires) and remaining in the device can be caused by not following the above steps. The event information did not report any patient anatomical conditions. Based on the review of the reported information and inspection criteria, a definitive cause of the failure of the clip to deploy and remaining in the device could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a product lot specific quality deficiency. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an physician attempted arteriotomy closure of the common femoral artery using a starclose se device after an angioplasty procedure. Reportedly, the clip failed to deploy. During clip deployment the clip remained in the device. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the starclose se device. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.